Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history revealed no production related anomalies. The actual sample was set up in a circuit and di water was circulated through the oxygenator. A back pressure was applied and built up to approximately 650mmhg during the circulation. The unit was inspected for leaks during this test. No leaks or anomalies were found anywhere on the device. The event could not be replicated; therefore, the event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusion not yet available-evaluation in progress.

Event description:
The user reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the oxygenator membrane was leaking. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.